Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported air leaked from the right and left holes of the anterior vitreous probe and it did not actuate. The aspiration function was not provided. The observation occurred twice. There was no harm to the patient. The product samples are available. No additional information is expected.

Manufacturer narrative:
Two opened probe samples were returned for evaluation for the report of air leakage from left and right holes of probe, actuation failure of probe. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. One photo of a probe was reviewed by the investigation site; however, the complaint issue cannot be confirmed by the photo. Sample #1: the returned sample #1 was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. The sample would not actuate. Aspiration testing was performed and deemed nonconforming. The sample did not aspirate. Bubbles were not observed. Cut testing was performed and deemed nonconforming. The sample did not cut. The probe was disassembled and the components inspected. There is approximately 0 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance was felt when removing the inner cutter from the needle. No wear marks at the bend area. The diaphragm is not glued to the piston. The diaphragm is torn and has cracks. The o-rings, spacers, and spring are all intact. Sample #2: the returned sample #2 was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. The sample would not actuate. Aspiration testing was performed and deemed nonconforming. The sample did not aspirate. Bubbles were not observed. Cut testing was performed and deemed nonconforming. The sample did not cut. The probe was disassembled and the components inspected. There is approximately 0-5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance was felt when removing the inner cutter from the needle. Faint wear marks at bend area. The diaphragm is not glued to the piston. The diaphragm is torn and has cracks. The o-rings, spacers, and spring are all intact. The complaint evaluation does not confirm samples #1 and 2 had bubbles come from the port. Bubbles were no observed during the sample evaluation of sample #1 and 2. However, the during the complaint evaluation, the probe samples #1 and 2 had a quality issue that result in the samples not being able to properly function. The root cause for probe samples #1 and 2 to not function properly is due to the torn and cracked diaphragms of samples #1 and 2. How and when the diaphragms became torn and cracked cannot be determined from this evaluation. No specific action with regard to this complaint was taken because the root cause cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).